Event description:
It was reported that the patient presented in-clinic for a follow up check. Upon review, the implantable cardioverter defibrillator exhibited myopotential over-sensing resulting in pacing inhibition. Programming changes were made on the device. Patient was stable.